Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, tip breakage occurred. The trapezoid rx lithotriptor compatible basket had been advanced to retrieve an intra-hepatic stone. The physician was unable to retrieve the target stone due to an unspecified "technical problem" during deployment of the basket. The device was removed from the pt. The physician tested the device and the tip broke. The procedure was completed with another trapezoid rx lithotripter compatible basket. The pt tolerated the procedure well.